Manufacturer narrative:
(B)(4). Sample available. No further information is available. If the sample becomes available, a follow up report will be submitted.

Event description:
This case refers to a spontaneous report from a nurse of the pediatric nephrology department of hospital (B)(6) to baxter (B)(4). On (B)(6) 2010, when the patient (female, (B)(6) old) was taking a shower the double sealing male luer lock connector of the minicap extend life pd transfer set twist clamp was disconnected. Immediately, the father connected it again. On (B)(6) 2010, they went to the hospital, the fluid was clear and the analysis was negative for leukocytes and nitrites. The prophylactic treatment was cefazolin 300mg/bag. The actual patient treatment is 3.250ml, 7 cicles (450ml) and last infusion 100ml of physioneal 40 1.36. Sample not available.